Event description:
Consumer reported two (2) false negative results with the binaxnow covid-19 ag self-test taken on an unknown date three (3) years ago. This MFR. Report address test one (1) of two (2). Confirmation testing was not performed, but customer reported experiencing covid-19 symptoms at the time. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Single use device, discarded.